Event description:
It was observed during the device inspection, that the light source exhibited power unit failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the lamp was not lighting up. The cause of the lamp not lighting up was attributed to a faulty power supply. Olympus will continue to monitor field performance for this device.